Manufacturer narrative:
D1 concomitants: (B)(6) 02-010-01-0340 - femur ps cem.nº4 der. (B)(6) 02-012-45-4030 - bandeja tibial logic fit 4f/3t. H3: the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of patient conditions, loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation and radiographs and photographs were not provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Event description:
As reported, this patient was implanted with a total knee arthroplasty (tka). The patient was revised due to polyethylene wear. Patient had a loose femur with osteolytic cavities and posterior tibial defect. Revised to competitors device. No additional details are available at this time.